Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with episodes of inappropriate shock and anti-tachycardia pacing from the implantable cardioverter defibrillator for a supra-ventricular tachycardia rhythm. It was noted that the episode caused an excess number of anti-tachycardia pacing therapies. The patient was doing well at the time of device interrogation. Programming changes were recommended, however, the physician elected to make no changes to the device as it was functioning normally as intended.